Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was capped due to out-of-range high shock impedance values.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between december 04, 2024 and june 04, 2025 recorded a consistent shock impedance of approximately 100 ohms. However, a sudden increase to 150 ohms was observed at the end of may 2025, followed by a continued progression beyond the expected range. The evaluation of iegm episode no. 25 from may 13, 2025, revealed a relatively flat far-field channel with slight residual fluctuations. The rv channel appeared normal, with no unusual findings. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.